Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the last basal delivery was on (B)(6) 2013 and the last bolus was a 2.00u bolus on (B)(6) 2013. The black box shows a replace cartridge alarm on (B)(6) 2013 03:14; deliveries resumed at (B)(6) 2013 07:53. The pump history shows on (B)(6) 2013 12:31 the pump was manually suspended and then manually resumed at 13:47. Then manually suspended again at 14:09 and manually resumed at 14:56. The typical usage alarms observed in the alarms history. The total daily dose adds up correctly. Units remaining were correctly calculated and written to the pump history. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. No alarms occurred during testing. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had high blood glucose levels (bg)since (B)(6) 2013 despite boluses from the pump. No signs and symptoms exhibited when bg over 600 mg/dl. Patient does not check ketones . Patient called to report she is in the hospital ICU because her bg have been more than 600 mg/dl since (B)(6) 2013. Patient boluses from the pump to cover her high bg but her bgs keep on still going higher. On (B)(6) 2013, she decided to go to the ER of and be medically treated. She was put on insulin drip, admitted to ccu/medical ICU and has remained there since. She was taken off her pump at that time. Her glucometer readings were done with the insulin drip and slowly her bgs have gone down to 135 mg/dl this morning and the insulin drip was discontinued. She placed herself back on the pump since the insulin drip was discontinued. Customer support (cs) review of the pump found no issues with pump histories for bolus, tdd, alarms, prime, and suspend. Verified the basal a1-weekday settings correct and added up. Pump appears to be delivering insulin as programmed. Patient has injection insulin for backup plan. She has been changing her infusion sets and cartridges every other day, rotating her sites around her abdomen. She remains in the hospital on injections. Patient has lost faith in her current pump and wants a replacement. This complaint is being reported as the patient has experienced hyperglycemia and alleges the pump is not delivering properly.